Event description:
Contralateral capsule was difficult to remove. Significant twisting was noted in the endograft trunk. Device delivery catheter was difficult to remove through the ipsilateral limb after the endograft was deployed. A stent was used to seal a leak at the ipsilateral attachment site.